Event description:
Caller reported cgm error 42, indicating a problem with the monitoring device. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset instructions, and the caller planned to reset the pump and follow up if the issue persisted. Reset instructions were emailed at the customer's request.